Event description:
It was reported that during a breast biopsy, the marker didn't deploy and when it was removed from the probe, the tip sheared off. This was after the probe was removed from the breast. A different marker was used to mark the biopsy site. No patient consequence occurred.

Manufacturer narrative:
Tube sheared off. Evaluation summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A preliminary investigation process has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.